Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A serial readout was sent to livanova (B)(4) for further evaluation. During the evaluation the reported error codes could be confirmed. It was found that the pump had three over occlusion warnings when it was started, but there is no record of pump occlusion adjustment or pump slow down. As per the product instruction for use (IFU), the occlusion has to be adjusted at every pump start. This adjustment was not performed and therefore the reported error message was triggered. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during procedure. The pump was used as cardioplegia pump and the customer was not able to solve the issue with several pump restarts. Patient information was not provided.